Event description:
Additional information was received that the patient was noted to have a tortuous aorta.

Manufacturer narrative:
Updated data: a2., b5., b7. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10 - product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned to the galway return product analysis (rpa) lab loaded inside the delivery system. The valve was deployed with an observed infold. The valve was then forwarded to the santa ana product analysis lab inside a heart valve return kit filled with yellowish 0.2% glutaraldehyde solution. All leaflets were dehydrated and stiff. Severe creases were observed on all leaflets. As received, all leaflets appeared partially closed. All commissures were intact. The valve was discolored with dark black stains on the commissures and leaflets. The valve was in a crimped, flat state with the inflow exhibiting a d-shaped appearance. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly from being loaded inside the delivery system for an unknown duration of time. Due to the received condition of the valve, a deployment and recapture simulation could not be performed to assess against the reported event. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon review of the information provided, the primary event of valve infolding, after first recapture for suboptimal positioning, requiring removal and replacement with a new system (as instructed in the instructions for use (IFU)) resulting in a successful implant, is assessed as likely related to the evolut r valve. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the evolut r valve. The reported harms and severities are documented in the risk files and instructions for use. No further safety assessment is required at this time. Intra procedural fluoroscopic images were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Annulus perimeter was 82.7 millimeter (mm) with a perimeter derived diameter of 26.3mm suggesting a 34mm evolut. Fluoroscopic valve load inspection was performed and confirmed a good load. There is evidence of at least one recapture. An infold is noticeable at 80% after the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that another attempt was made to deploy the valve without resolution of the infold. Of note, attempting to recapture and redeploy an infolded valve will not resolve the infold. Ultimately a new valve was loaded and implanted without further issues. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the patient¿s calcified anatomy is likely a contributing factor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured once due to suboptimal positioning. Upon recapture, the valve infolded. Another attempt was made to implant the valve, but the infold remained. The valve was recaptured and withdrawn from the patient. A new valve and delivery catheter system were used to successfully complete the implant procedure. Of note, it was reported that the valve was loaded correctly with no misload detected and a pre-implant balloon aortic valvuloplasty was performed using a 25 mm z-med balloon. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: evolutr-34; product lot/serial number: (B)(6); product type: heart valves; implant date: (B)(6) 2023, product ID: envpro-16; product lot/serial number: (B)(6); product type: heart valves product ID: envpro-16; product lot/serial number: (B)(6); product type: heart valves product: 25 mm z-med balloon; product lot/serial number: unknown; product type: valvuloplasty balloon product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.